Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Section b5 was captured incorrectly, it should have been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has observed black residue related to a CPAP device's sound abatement foam. The patient also alleged experiencing headaches, sinus infections and respiratory issues got increased after waking up from the sleep, tightness in the chest. There is no mention of medical intervention was taken by the patient for the reported events. The device was returned to the manufacturer product investigation laboratory for further evaluation. The internal and external aspect of the device was evalauted and the manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure and airpath which suggesting a source external to the device. Keratin build-up around the blower outlet was observed in the device and grey film and fiber-like contaminant on the inside of outer casing of the unit was also observed by the manufacturer. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust / dirt contamination and keratin contamination was observed and are consistent with being from an external source. Section a1 has been updated. Section d8, d9, h2, h3 has been updated. Section(s) b1, b2, has changed related to the complaint changing from the product problem to reported adverse event. Section h1 has changed to reflect a serious injury. Section h6, health effect - clinical code, health effect- impact code has been corrected and medical device problem code, type of investigation, investigation findings, investigation conclusions has been updated.

Manufacturer narrative:
The section b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous report.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.